Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit had connection issues. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 04/17/2009. Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.